Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered, and stent dislodgment and balloon detachment occurred. The target lesion was located in the mid right coronary artery (rca). After a 4.0 x 28mm non-bsc stent was implanted to treat a lesion in the proximal rca, a 38 x 4.00 promus premier drug-eluting stent was advanced to treat the mid rca. The promus premier crossed the previously implanted stent without issue. However, problems were encountered during deployment of the stent. The device was attempted to be removed but difficulties were encountered. After several attempts, the catheter was removed without the stent and the balloon. Fluoroscopic images showed the 38 x 4.00 promus premier stent and balloon were pinned to the previously implanted non-bsc stent. The procedure was terminated and the patient was scheduled for a surgery to remove the device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the distal part of the device including outer, inner, balloon, stent & bumper tip. A visual and tactile examination of the midshaft section found the midshaft severely stretched and kinked and broken at the port weld 280mm distal from the hypotube to the midshaft bond. The port weld was stretched for 4mm in a distal direction prior to collapsing and breaking. A review of the outer extrusion, inner lumen and bi-component bond could not be completed as the distal part of the device was not returned for examination. A visual and tactile examination found several severe hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. Distal part of the delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered, and stent dislodgment and balloon detachment occurred. The target lesion was located in the mid right coronary artery (rca). After a 4.0 x 28mm non-bsc stent was implanted to treat a lesion in the proximal rca, a 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the mid rca. The promus premier¿ crossed the previously implanted stent without issue. However, problems were encountered during deployment of the stent. The device was attempted to be removed but difficulties were encountered. After several attempts, the catheter was removed without the stent and the balloon. Fluoroscopic images showed the 38 x 4.00 promus premier¿ stent and balloon were pinned to the previously implanted non-bsc stent. The procedure was terminated and the patient was scheduled for a surgery to remove the device. No patient complications were reported and the patient's status was stable.